Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. A lead dislodgement was suspected. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that outputs were increased and monitoring will be continued. No additional adverse patient effects were reported.